Event description:
A customer reported that on friday, (B)(6), 2010 around 9:30 pm he received a reading of 167 mg/dl on his precision xtra blood glucose meter and then took 30 units of insulin based on that reading. The customer reportedly thought the reading was higher than he felt and went to bed without eating or drinking anything. On (B)(6), 2010 at 4:00 am the customer reportedly became unresponsive and was thrashing around in bed. The customer reported his wife tried to wake him up, but as she unable to do it so, she called the paramedics. They reportedly obtained a reading of 37 mg/dl on their meter just after 4 am and administered an intravenous glucose solution. No further medical intervention was required. The customer reported he was not transported to a health care facility, and he also ate food and drank juice to counteract the event. He reportedly tested his blood glucose again around 4:30 am and a reading of 201 mg/dl was obtained (device used is unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: reported test strip lot # 43115 was expired (expiration: 06/2009).

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. One of he readings the customer reported was found in meter memory. This is a final report.